Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during initial drain. Per the initial report, the home patient (hp) had a system error 2240 (air in the cassette). The technical service representative (tsr) had the hp cycle the power. The hp was connected at the time of the alarm and did not disconnect, all bags were properly spiked, no extensions were used, there were no open clamps on unused supply lines, no leaks and the proper procedures per the user manual were review with the hp. The tsr advised the hp to disconnect. Global product surveillance (ps) contacted home patient (hp) on (B)(4) 2012. The hp was able to complete therapy with new supplies. The hp did not notice any defects with the original supplies. The hp had discarded the original cassette and did not have a companion or know the lot number. Ps contacted the peritoneal dialysis nurse (rn) on (B)(4) 2012. The rn stated that there was no medical issues or injury related to the reported problem. The rn stated that the hp was continuing with therapy and doing fine. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The system error 2240 (air in the set) could not be confirmed. The sample was not available or returned for evaluation and the lot number was not known to perform a batch review or retention sample analysis. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was undetermined.